Manufacturer narrative:
Additional manufacturer narrative: there are many factors that could result in the failure of a bioprosthetic a valve, the most common of which is regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. The device was not returned to edwards for evaluation as it was discarded by the hospital. Therefore, the device evaluation was not able to be completed. Based on the available information, the root cause was likely due to patient and procedure related factors. It was reported that there was central prosthetic valve insufficiency due to possible post impingement from calcified sinotubular ridge pushing in on the posts and that the explanted valve appeared normal. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 21mm bioprosthetic aortic valve, implanted two days, was explanted due to aortic transvalvular insufficiency. The explanted device was replaced with a 23mm bioprosthetic aortic valve. The patient was transported to the intensive care unit in guarded but stable condition. Through review of medical records, post-bypass exam, avr of the 21mm valve, bioprosthesis well seated, mild-moderate diastolic leak, appears to be intravalvular rather than paravalvular. Leak originated between right and non-coronary cusp locations. Due to patient¿s aortic pathology and aortic calcification, the surgeon elected to separate patient from cpb and accept these findings. With continued time after cpb separation, the leak did diminish in size down to mild. Post-avr procedure, patient was hemodynamically instable with respiratory failure. After further examination, it was decided to perform re-operation on post avr day 2. Patient underwent removal of the 21mm valve, aortic root enlargement and implant of a 23mm valve. Operative findings indicate there was central prosthetic valve insufficiency due to possible post impingement from calcified sinotubular ridge pushing in on the posts. Intraoperative, the aortic valve was exposed, ¿to be honest, it looked relatively normal to us.¿ the posts were fine, but at this point the aorta was open, so the leaflets appeared to be coapting. There was some thrombus that could be seen on the aortic surface of the right coronary leaflet, but this did not appear to influence or impinge on the aortic valve opening.

Manufacturer narrative:
UDI # (B)(4).